Event description:
It was reported to philips that the device keeps failing its operational check and has a red x. There was no patient involvement.

Event description:
While performing bench repair/onsite service for the device, it was identified by an authorized support engineer that the device's therapy cable failed. The device was evaluated by the bench engineer; the reported issue was confirmed and the cause was traced to a faulty therapy pca. The part was requested/ordered/shipped for replacement to resolve the noted issue. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The part was replaced at bench repair to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.